Event description:
Procedure: unk. Reportedly, the vessel did not seal properly. The device was applied and the vessel was bleeding even after hearing the tones from the generator. A second device was used, and the procedure was completed without further complications. There were no reported injury or ill-effects to the patient.